Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the device had error code 354.6770. No patient involvement was reported.

Event description:
It was reported that the device had error code 354.6770. No patient involvement was reported.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 02/19/2016 to the present date 11/18/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.